Manufacturer narrative:
The investigation team was unable to duplicate the reported complaint. Testing of the original device indicated that the handpiece was functioning properly. All visual and electrical testing results were as expected. Console interface functioned properly with replacement handpiece.

Event description:
The first handpiece started ignition by itself and could not be stopped. The console was switched off, switched on again and the handpiece was disconnected. A new handpiece was connected and the system operated as expected.